Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. On (B)(6) 2020, the patient was at a store and felt lightheaded and shaky. She requested for emergency medical services (ems) to be called. When they arrived, they checked her bg which was 68 mg/l, although the cgm was reading 280 mg/dl. She was given candy and juice at the scene and no other medication was administered. At the time of contact, the patient was doing okay. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.